Manufacturer narrative:
(B)(4).

Event description:
The consumer reported the patient had a fall, return of pain, symptoms, and stimulation in the wrong location. The patient fell and broke her pelvis in 2 places. She had severe radiating pain that went out like fingers. The pain was behind her bra. Eventually, the stimulation moved to the wrong location. It was in her lower back where she needed it, but now it was in her legs only. The doctor tried to reprogram her several times, but the stimulation was still only being felt in the legs. A fall could have been related to this issue. The fall was in (B)(6) 2013, and in (B)(6) 2015, the stimulation was reported as being in the wrong location. The pain started shortly after that fall. The patient was needing to have the device removed to have mris and surgery. Her pain management doctor was working to find someone who could evaluate her and remove the device. Relevant medical history included lumbar radiculopathy and spinal pain. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported the steps taken to resolve their broken pelvis, pain, and stimulation in the wrong location was healing naturally and rest. The patient also reported no steps were taken to resolve these issues. When the patient saw a manufacturer's representative (rep) in the summer they got no response in the low back, instead they felt it in their legs.